Manufacturer narrative:
The product was not returned for further investigation. However, the power cord was being used with a scale it was not designed for. This scale was not manufactured by welch allyn, and it is unclear if the power cord would be compatible with this scale. As per the scaletronix IFU 'no modification of this equipment is allowed'. Consequently, using this power cord with a scale from another manufacturer is not advised and may pose safety risks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter received a report of a baxter power cord that was connected to a phlebotomy scale that is not manufactured by baxter which may have caused a fire. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Event description:
Baxter received a report of a baxter power cord that was connected to a phlebotomy scale that is not manufactured by baxter which may have caused a fire. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.